Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was not working. Boston scientific technical services (ts) confirmed that the physician was already aware of the device malfunction. Ts referred the patient to device following physician. The device remains in service. No adverse patient effects were reported.